Event description:
--

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) exhibited extended out of range charge time of 27.1 seconds with a battery voltage of 2.55 v. The device reached elective replacement indicator (eri) and was scheduled for a device replacement in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this device was thoroughly inspected and analyzed for performance. Inspection showed all seal plugs and set screws were operating normally and interrogation showed the monitoring voltage at 2.15 volts. Further, analysis of its battery showed this device met longevity expectations and was operating to specifications. Analysis could not confirm the observed out of range charge time observed prior to explant for eri.

Event description:
Additional information was received that this device was explanted, replaced and returned for anlaysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure has not taken place. After the revision, the device will be explanted and returned to boston scientific for analysis to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and a final report submitted after analysis is completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.